Event description:
During remote follow-up, high pacing impedance was observed on the left ventricular (lv) lead. Lead damage was suspected but was not confirmed visually. No intervention was performed; the patient was stable and there were no adverse consequences.